Event description:
It was reported that during a therapy upgrade procedure, this implantable cardioverter defibrillator (ICD) exhibited a high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 2000 ohms, failure to capture and noise on the rv sense and shock channels. Technical services (ts) was consulted and offered troubleshooting options. The rv lead is a non-boston scientific product and connected to an adapter which is also a non-boston scientific product. Subsequently, the adapter was removed from the device header and then the rv lead was disconnected from the adapter and the rv lead was connected to the pacing system analyzer (psa) for further analysis. Once testing was concluded on the psa, the rv lead and adapter were reconnected and then the adapter was re-inserted into the device header. Once the adapter was re-inserted into the device header, the reported observations were resolved. It was reported that a loose set screw was the culprit. The device system remains in-service. No adverse patient effects were reported.